Manufacturer narrative:
Additional information: the device was evaluated on site by qualified technician who could not confirm the reported problem. Review of the log file was also performed but did not confirm the reported alarm, and during execution of troubleshooting it was not possible to reproduce the reported failure. No additional defect s and malfunctions were found during evaluation and the machine was released for clinical use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment using a prismaflex control unit and a prismaflex set, an error code tmp too high - advisory alarm was generated. The treatment was discontinued and the extracorporeal blood could not be returned to the patient. Treatment was resumed with a new device and the patient underwent a blood transfusion. The patient condition is currently stable. The treatment was resumed on another device. No additional information is available.